Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Charge and boot testing was performed and passed. All downloaded items using the dexcom global receiver communication tool including the receiver download, passed. A wiggle test was performed and passed. All functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.